Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the device migrated laterally from its implant position. The patient was booked for a device repositioning. During the repositioning, the physician decided to replace the device instead when indicated by a premature battery depletion advisory alert. There was no allegation of a device malfunction. No adverse consequences were reported.

Manufacturer narrative:
Correction : (B)(4). PMA number is included in this follow up report which was missed in initial report. (B)(4)- it should not have been reported.